Event description:
It ws reported that when an 8.0 x 19 mm omnilink elite was removed from the packaging, the stent had moved distally on the balloon and was partially off the device. The stent was not loose on the balloon. The device was not used. There was no resistance removing the sheath. The procedure was successfully completed with the use of another omnilink elite. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.